Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device would not interrogate with the rf wand. An error message was displayed during attempted interrogation using the wand, even after attempting interrogation in two different rooms and with two different programmers. Rf wand was unplugged and the device was then able to be interrogated. Device remains implanted.